Manufacturer narrative:
Concomitant medical devices: b.braun 500ml bag etoposide in 0.9% nacl, ndc 0264-7800-10, lot j6j086, exp 01/2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that there was a leak at an unspecified location during the administration of etoposide chemotherapy. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in the set flowing freely without any leaking noted on the tubing or at any of the components. The root cause of the customer¿s report was not identified.